Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, the patient presented to the hospital with abdominal pain and computed tomography (CT) revealed that the presence of a greenfield filter. The filter legs had eroded through, perforating the inferior vena cava and one of them had impaled the intestines. The filter tip had also become tilted and was embedded within the inferior vena cava wall. The filter was successfully removed. Approximately six years and eleven months later, computed tomography (CT) redemonstrated a stable inferiorly migrated inferior vena cava filter to the common external vein bifurcation with two of the stems perforating through the posterior wall of the right common iliac vein. Approximately three months and twenty-one days later, computed tomography (CT) showed a malpositioned filter located at the junction of the inferior vena cava and right common iliac vein. Approximately nine months and twelve days later computed tomography (CT) contrast was performed. Suspected inferior migration of the indwelling inferior vena cava filter identified at the inferior margin of the inferior vena cava and extending into the right common femoral vein. Several struts were extending beyond the vascular lumen by up to 10mm. There was a slight anterior tilt of the filter apex in relation to the vascular lumen. Therefore, the investigation is confirmed for alleged filter migration, filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter migrated to heart, tilted and struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.